Manufacturer narrative:
(B)(4). Surgical intervention. (B)(4). Pain occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient experienced excessive pelvic floor descent, a large anterior rectocele, intussusception into the anal canal, and a large enterocele in (B)(6) 2010. It was reported that the patient experienced ulcerative colitis and underwent a ventral rectopexy procedure on (B)(6) 2011 using ethicon sutures. It was reported that the patient experienced discharge and low abdominal pain on (B)(6) 2013. In (B)(6) 2014, the patient experienced a recto-vaginal fistula. It was reported that the patient underwent surgery on (B)(6) 2015 and the sutures were removed and the fistula was repaired. No additional information was provided.